Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that a burnt smell was noticed on the enflow control unit. There is no patient involvement associated in this event.